Manufacturer narrative:
(B)(4). The customer report of an arterial catheter separation was confirmed through complaint investigation of the returned sample. The customer returned one, opened arterial catheterization set. Visual analysis revealed that the catheter had multiple separations along the body. The catheter body was observed to be brittle and easily fractured once a perpendicular force was applied. Functional inspection could not be performed due to the condition of the returned device. Previous testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping related to uv light exposure caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter body separated from the fins holding the catheter in place. The staff then tested other catheters and the same issue occurred. There was no patient involved." Associated complaints 3006425876-2024-00557, 3006425876-2024-00556, 3 006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00553, 3006425876-2024-00421, 3006425876-2024-00549 and 3006425876-2024-00552.

Event description:
It was reported that: "the catheter body separated from the fins holding the catheter in place. The staff then tested other catheters and the same issue occurred. There was no patient involved." Associated complaints 3006425876-2024-00557, 3006425876-2024-00556, 3006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00553, 3006425876-2024-00421, 3006425876-2024-00549 and 3006425876-2024-00552.

Manufacturer narrative:
Qn#(B)(4).